Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that noise was noted on the right ventricular (rv) rate sense lead and an inappropriate shock was delivered to the patient. Upon testing the device, reproducible noise was observed on the rv rate sense lead with pocket manipulation. The noise appeared to be lead related however a header or connection issue was also suspected with this subpectorally implanted device. Two days later, a revision procedure was performed were a new device and lead were successfully implanted. During the change out procedure, manipulation of the header by the physician while the device was in the pocket produced noise similar to that seen during the office visit. No additional adverse patient effects were reported.